Event description:
It was reported that a patient underwent a laparoscopic surgical procedure on (B)(6) 2012 and mesh was implanted. Post operatively, the patient experience an intestinal occlusion. Ten days later a scan revealed renal failure, hepatic lesions, and pulmonary lesions. The patient underwent a reoperation on (B)(6) 2012 for the intestinal occlusion. At that time, the surgeon noted that there was no integration of the mesh.

Manufacturer narrative:
(B)(4) - renal failure; hepatic and pulmonary lesions; mesh not incorporated. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.